Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 200mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronic assembly. Unresponsive button was not verified due to blank display anomaly. The insulin pump also had minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.